Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00395. This event occurred in (B)(6).

Event description:
Allegedly patient was revised due to looseness.

Manufacturer narrative:
This is the same event as 1043534-2010-00406, not 1043534-2010-00395 as originally reported.

Manufacturer narrative:
Conclusion: product did not contribute to event. Complaint history reviewed. Device history record reviewed.

Event description:
The physician reports performing cataract surgery with attempted implantation of the intraocular lens using the ez-28 delivery device. During the procedure, the surgeon had difficulty inserting the tip of the ez-28 injector into the incision. Intervention was performed in order to enlarge and suture the incision. The pt's prognosis is good.